Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a loss of consciousness. At the time of the event, the cgm displayed a reading of 55 mg/dl. The patient¿s spouse was unable to wake her and called emergency services. While waiting for paramedics, the spouse administered orange juice and a glucose tablet, after which the patient regained consciousness. Upon arrival, paramedics attempted a fingerstick blood glucose measurement, but the meter displayed an error. They were unable to establish intravenous access, and the patient was transported to the hospital. The reporter was unable to provide any blood glucose readings or treatment details from the hospital stay. The patient was discharged after less than 24 hours of observation, with no documentation of further medical evaluation or intervention. At the time of reporting, the patient was stable, and no additional details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.